Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced four infusion sets bent[?]cannula events on (B)(6) 2026. The infusion set was in use for one day. The blood glucose level was 280 mg/dl and symptoms included feeling unwell and nausea. The patient was treated with syringe injection. The patient replaced the infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.